Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was related to the configuration of the bd external inbound processors service. A technical support specialist determined that the solution required briefly bringing down the service to modify the dequeue-amount value in the akka.hocon file to 128 as per knowledge article (ka) ¿medstation es - configuring messaging polling interval times and message processing speed - maximum amount of processing messages reached, skipping dequeue ¿. However, after the server rebooted, the xml processing speed remained slow, and the backlog of approximately 8,000 messages did not reduce significantly. Even after restarting the service and reverting the dequeue-amount to its original value of 8, the issue persisted. A pse consult was created to evaluate if the server required more random-access memory (ram) or if the ka could be applied with a different value. The impact was a delay in processing new patients or orders across all facilities on the server. The pse later verified that knowledge article (ka) ¿medstation es - configuring messaging polling interval times and message processing speed - maximum amount of processing messages reached, skipping dequeue ¿had already been applied, and the issue was resolved. The system functioned as intended after the product support engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, medications did not cross over. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.